Event description:
The customer contact reported that channel b of the device alarmed with a s421 (motor error - pmc, right) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility a s421 (motor error-pmc, right) malfunction alarm code was noted on channel b. No additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer. The device mechanism is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.